Event description:
The customer reported one of the monitors is distorted to the point they can't see the image. No pt injury was reported.

Manufacturer narrative:
The svc rep repaired the interconnect cable connector and verified proper sys operation.